Manufacturer narrative:
(B)(6) (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent plf surgery at l3-l5 levels for lumbar canal stenosis. The surgeon operated to open on the one side and pps on the another side. During surgery, after the surgeon completed final tightening screw with driver on the opened side, a removed fragment of set screw stuck into the driver. He kept pushing a button and tried to pull it out but it could not be pulled. Eventually he pulled it out using plier which the hospital possessed. It was occurred twice and the surgery was stopped due to the issue for 10-15 seconds. It was reported that five out of six set screws got stuck with two drivers during final tightening. One set screw was removed with hands but the rest of the screws were removed using a hospital-owned plier. Also, three set screws on the opened side almost cross-threaded and were replaced with new ones. All of them were disposed at the hospital and thus couldn't be retrieved.